Manufacturer narrative:
The exposed portion of the soft cannula was kinked and flattened. Investigation found a hole in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage could not be determined. The data download returned an 0x6a alarm, indicating that an occlusion occurred. No occlusion was found in the fluid path. The cause of the occlusion alarm could not be determined. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the customer's father had accidentally rubbed against a wall and it had began to leak near the cannula. Customer's blood glucose levels at the time was 263 mg/dl.